Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed. However, the root cause could not be determined. Six photographs and one q-syte connector were provided for investigation. A tear was identified in the septum, which can be attributable to either manufacturing damage or damage that can occur during use. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
Used as a nexiva connector. It was reported that medication leaked from the infusion line connection point during use. The customer requests confirmation whether this is a product defect.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.